Manufacturer narrative:
This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts. Review of post market data found that there is no indication of a new or emerging patient safety or quality issue associated with the thermal event failures on the legacy a series devices. There were no reports of harm attributed to the thermal failures. Additional information has not been provided by the customer that could be used by the business to further investigate the reported failure. The overall failure rate for legacy a series is within the required device reliability and further review of post market data does not indicate unacceptable safety risk of using this product by patients in the field.

Event description:
A bipap a30 device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During device evaluation, the third-party service center found a burnt six pin harness and dust/dirt contamination in the device. There was no evidence of foam particles or degradation. The device log files were also downloaded and reviewed in full. A ventilator inoperable error code was identified in the logs for which printed circuit assembly needed replaced. The device was corrected/repaired. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.